Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was dislodged, exhibited high thresholds, no capture, undersensing (p waves not sensed). The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.